Manufacturer narrative:
This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
(B)(4). Incident occurred in UK. Attempted spinal anaesthesia for major robotic urology surgery. Upon removal of the needle and the introducer together to attempt a final time with a longer 25g needle, I noticed that the part of the spinal needle was retained. The needle broke at the level of the introducer with the tip retained in the subcutaneous tissue. No resistance or difficulty in removing or inserting the needle. I just hit the bone a few times during the attempts. Needle visualised with us. Explained to the patient that we would need to surgically remove the needle. She understood the situation and agreed to proceed. Decided to put her under general anaesthesia to perform xray and proceed with the removal. She agreed to continue with planned surgery if removal uncomplicated. Total lidocaine 1% 20 mls. Spine surgical team arrived. Needle was identified with fluoroscopy and removed. Patient was proned for the procedure and the surgical would was of about 1 inch in length. Uneventful procedure with no immediate complication. The needle was found at the level of l2 close to the spinous process, far from the spinal canal. After the needle was removed we proceed with the planned surgery. No follow up or special requests by the spine surgeons, reabsorbable sutures in place.